Manufacturer narrative:
This lead will not be returned for analysis. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this right atrial (ra) lead was found dislodged several days post-implant. A revision procedure was performed wherein the physician attempted to reposition the lead but was unable to do so. The lead was extracted and replaced. No adverse patient effects were reported.